Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.

Event description:
It was reported that the lead was capped and replaced due to high capture threshold, low sensing, noise, and inappropriate therapy.